Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2014 with the following findings: the pump failed a leak test due to a battery compartment and a display lens leak. No power was observed after a battery was inserted due to moisture found in the pump, behind the display and in the battery compartment. A download and further testing was prohibited due to a blank screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.